Manufacturer narrative:
The motor and console involved in the reported event were returned for evaluation. Analysis of the log file data retrieved from the returned console confirmed the report of the device alarming. ¿motor alarm ¿ m4¿ and ¿system alert: s3¿ alarms were recorded, which is an indication that levitation and communication failures between the console and the connected motor occurred. These alarms were muted, but not cleared by the user. When the levitation of the rotor (pump) fails during motor operation, the rotor (pump) may produce the reported ¿clicking sounds.¿ the data in the log file showed that the motor did not stop but operated at 2,300 rpm with a flow of 2.3 lpm. The data in the log file also indicated that the alarms were cleared several times but re-occurred. The motor was eventually stopped by the user (by manually pressing the stop-button), the blood pump was then removed and the patient was switched to the backup equipment. The returned motor and console were functionally tested using laboratory equipment and the reported event could not be reproduced. The devices passed all testing with no faults found. A review of the device history records for the console and motor revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The motor is not a single use device. Approximate age of the device is 11 months (calculated from the manufacture date of the motor). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support on approximately (B)(6) 2017 for extracorporeal membrane oxygenation (ECMO). It was reported that on (B)(6) 2017, the device alarmed and the pump head in the motor started making clicking sounds. The motor was exchanged with the backup motor and afterwards the system worked correctly. The patient was in surgery at the time of the event and was on an inotrope infusion and ECMO, which were reportedly unrelated to the motor event. It was reported that there was a loss of pressure but not flow, and that the flow was continuously provided up until the brief moment while the motor was exchanged. The patient was reportedly asymptomatic during the event and their current status at the time was ¿okay¿. No additional information was provided.